Event description:
During baxter's evaluation, it was observed that a spectrum pump under delivered by approximately 11%. Any patient involvement is unknown since this occurred during testing.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.